Event description:
It was reported that the patient underwent a surgical procedure to a cylinder aneurysm in this inflatable penile prosthesis (ipp). The cylinders and pump were explanted and replaced. There were no patient complications reported. The explanted product is not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.